Event description:
It was reported that during an unk procedure, the device locked out. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): damaged cartridge cover. Evaluation summary: the instrument was returned with the cartridge cover cracked. The instrument was cycled and ejected and remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the found cartridge cover condition nor the reported event. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.